Manufacturer narrative:
(B)(6). (B)(4). A device history record review was performed for provided lot number: 9303116. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one photo and 10 samples were received for evaluation by our quality team. The picture showed the bottom part of four syringes; they have embedded degraded resin in the syringe barrel. All of the 10 samples have embedded degraded resin in the barrel however, none of them are the samples shown in the photo. The cause for this defect could have resulted during the syringe molding process where the embedded degraded resin in the barrel built up in the hot runner system and broke loose causing it to become molded into the components. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Based on the investigation and with the sample and photo sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Syringe molding process. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components.

Event description:
It was reported that, 796 860 luer lok syringes bulk non-sterile experienced foreign matter contamination. The following information was provided by the initial reporter: material no.: 301035, batch no.: 9303116. Presenting a rejection condition of syringe with stains. This characteristic is visible in a total of 796 pieces. The stains were first reported in october 26th, as you must know our incoming inspection is performed by sampling using an aql which does not allow the detection of 100% of the defects until material will be used in the production line. He samples are currently in our facility located at (B)(4).